Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. The customer's blood glucose level was 130 mg/dl. Replacement charging supplies were sent to the customer. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.